Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had issues with the sensor. Customer stated one of the sensor cannula retracted back into the sensor hub. The customer's blood glucose was 200mg/dl. Customer stated he experienced blood at site. Customer stated it appeared that the sensor cannula is pulled up through the base. Customer reports the sensor cannula is not intact. Advised customer to return device.